Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Missing condition confirmed. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During the evaluation of this sample by baxter manufacturing for a separate reported condition, a missing film wrap was confirmed. This was not reported by the customer; rather this was discovered during service/testing. There is no patient involvement. No additional information is available.